Event description:
It was reported that after 5 minutes of use the recanalization catheter was working well and crossing a cto of the distal sfa at the adductor canal when resistance in advancing occurred. The catheter was retracted and it was discovered that approximately 1.5 cm of the catheter tip detached inside of the patient. There were no attempts to retrieve the detached portion of the catheter. No patient injury was reported.

Manufacturer narrative:
The lot number was provided and the device history records are being reviewed. The device has not been returned for evaluation to date. The investigation is currently underway.